Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens completed the investigation of the reported event. The investigation showed that the problem mentioned in the complaint has been caused by a hardware error. Within the generator the board d115 had a defective capacitor, which caused the non-availability of x-ray. Despite all precautions, it is not possible to completely prevent such a failure of the capacitors and thus non-redundant parts. The only remedy, as in the case in point, is to replace the affected part. This replacement was carried out by the service organization; the board d115 of the generator has been exchanged and since then the system behavior described in the complaint has not been reported again. A possible error accumulation on this subject could not be determined at present.